Manufacturer narrative:
An event regarding instability involving an unknown securfit stem was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation; medical records received and evaluation: no medical records or x-rays were made available for evaluation; device history review: a review of the device history records could not be performed as no lot information was provided; complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Right hip revision for pain, instability and osteolysis. Cup, screws, insert, stem and head were revised.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Right hip revision for pain, instability and osteolysis. Cup, screws, insert, stem and head were revised.